Event description:
Spoke with patient for monthly IV remodulin and clinical program consult. No changes in oxygen use, breathing, symptoms or meds since last month. Patient feels that there is something off about one of their pumps. He states that he experiences a greater occurrence of cardiac events with this one in particular, more arrhythmias, pvcs, states that they are more frequent and aggressive when he uses this pump in particular. Transferred patient to (B)(6) to assist with scheduling of new pump. Will follow up with supervisor to confirm approval of replacement. Patient aware pending supervisor approval. A new crono pump was approved to be shipped out and we will return the pump in question for inspection. No other information is known. Dose or amount: (B)(4) nkm. Frequency: continuous. Route: IV. Dates of use: from (B)(6) 2016 to ongoing. Diagnosis or reason for use: pah.